Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) and right ventricular (rv) leads were noted to be dislodged and since the diaphragm was greatly lowered in the standing position, there was little slack on the leads. It was also reported that there was no looseness in the anchoring sleeve during the implant procedure. The leads were repositioned and remains in use. No patient complications have been reported as a result of this event.